Manufacturer narrative:
The field service engineer (fse) observed that the strip conveyor system (scs) was not seated all the way into position causing the strips to not advance properly. The fse reseated the scs resolving the reported issue the repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca failed urobilinogen on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.